Event description:
Event: pt expired post implant. Case details: the pt was implanted in 2002. During the procedure, the wire caught on hooks and was resolved with a guide catheter. The jacket guard stuck in the graft limb. Resolved per IFU. Stents were used bilaterally for graft limb occlusion. The pt was reported to have narrow, tortuous and calcific iliacs. Narrow superior and inferior neck. Access was achieved bareback and through a planned retroperitoneal conduit. Post implant: the pt was reported to have expired 7 days later. Initial reports indicate the pt suffered an embolic event an paralysis.